Event description:
It was reported that no audio output occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. On (B)(6) 2024, the patient did not hear her dexcom high alert when she noticed she was getting a cgm reading of high mg/dl. The patient also tested her bg meter reading which was 500 mg/dl. On (B)(6) 2024, the patient woke up and was not feeling well. The patient checked her dexcom and it was showing an alert to replace the sensor, however, she never heard an alert for this either. The patient changed her sensor and went back to sleep. The patient woke up an hour later to test her bg meter reading and was ¿really not feeling well¿ (no specific physical symptoms were provided). No specific bg meter reading was reported. However, the patient's cgm reading (after warm-up completed) was 305 mg/dl. At this point, the patient¿s husband called 911. Emergency medical services (ems) arrived and transported the patient to the emergency room (ER). Once at the hospital, the patient was admitted to the intensive care unit (ICU). The patient declined to provide any further details as she was still ¿not yet feeling fine¿. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4); 3004753838-2024-046134 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event. The patient initially called to ask for replacement sensors as their device was removed when she was hospitalized for diabetic ketoacidosis. It was confirmed that the device alerted as intended and there was no allegation that the device caused or contributed to the dka event.